Event description:
It was reported that the patient experienced a break in the artificial urinary sphincter(aus) balloon. The balloon was broken where the tubing meets the hub. The balloon was replaced to complete the surgery. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.